Event description:
Healthcare professional reported that patient was injected with 1 ml of juvéderm® volite¿ in the cheeks and nasolabial fold. The patient immediately experienced a ¿white patch/blanching¿ mid-cheek. The healthcare professional worried that it was ¿vascular occlusion.¿ the patient was treated with hyaluronidase 1500 units in 3 cycles. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Symptoms has been resolved.